Event description:
Device 2 of 2. Reference MFR report 176363-2012-1007. It was reported the pt has no stimulation, and that she fell a few weeks prior to the no stimulation report. A sjm rep met with the pt and determined all contacts were invalid. During the replacement procedure, lead migration was observed. The leads were explanted and replaced with new leads to resolve the issue. Pt has effective stimulation with the new leads.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.